Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles 4mm x 32g was unable to deliver insulin. The following information was provided by the initial reporter: consumer stated, no insulin flows when taking injection.

Manufacturer narrative:
H.6. Investigation summary: customer returned an image of a used 4mm, 32 gauge nano pen needle. No images of the patient end of the needle were returned. However, the pen needle¿s non-patient side was found to be bent. This damage would result in the pen needle appearing to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, embecta found that the pen needle had been bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles 4mm x 32g was unable to deliver insulin. The following information was provided by the initial reporter: consumer stated, no insulin flows when taking injection.